Event description:
It was reported that the driving platform sheared off during primary total hip surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding an adm cup holder rod weld breakage was reported. The event was confirmed. Visual inspection revealed the holder fractured through the threaded end of the rod and through the weld that connects the rod to the knob. The fracture was consistent with the application of an off axis load caused by impact to the knob. The eds spectrum of the rod material was consistent with a (B)(4) stainless steel alloy. Device history review: the review indicated that all reported devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there has been one similar reported event for the subject lot code whereby the adm nut for straight cup holder was locked onto the adm rod for straight cup holder. This investigation concluded that the device was locked during use due to the absence of thread lubrication after cleaning which is recommended in the cleaning instructions. The fracture of the threaded holder rod occurred in mixed mode fracture overload initiating at the root diameter of the first thread. The fracture surface of the peripheral weld was obscured by abrasion. Ncr was initiated to address previous similar reported events. Subsequently ecn was raised to address design modification to the weld. The drawing was updated in 2012 to version b. The affected lot of this reported event was manufactured in 2010 with drawing version a.

Event description:
It was reported that the driving platform sheared off during primary total hip surgery.